Event description:
Bausch & lomb received a complaint from a consumer who was dissatisfied with his visual outcome after implantation of a crystalens intraocular lens in his left eye. Patient reported experiencing blurry vision at near approximately fifteen days postoperatively. Approximately five months postoperatively, yag was applied to treat posterior capsule opacification. Also, the patient was diagnosed with posterior vitreous detachment (pvd) in (B)(6) 2010. According to the surgeon, pvd did not affect the patient's visual acuity. Approximately sixteen months postoperatively the patient underwent monovision correction with insertion of a piggyback li61se iol and reports that his vision has improved. According to information received from the surgeon, the refractive error was due to lens vaulting. Preoperatively, the patient's ucdva was 20/30+, bcdva was 20/25, with +0.50 sphere. Postoperatively, the patient's ucdva is 20/30+2, bcdva is 20/25, ucnva is 20/70, and bcnva is 20/40, with mr of plano -0.50 x150. A +2.00 d piggyback lens was implanted to achieve emmetropia.

Manufacturer narrative:
The iol is implanted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.